Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both high and low blood glucose after not announcing meals, during which the pump delivered insulin that overcorrected and the user subsequently paused insulin delivery due to concern about further lowering; glucose values included a low of 39 mg/dl and a high of 234 mg/dl, with lows lasting about one hour, and the user consumed apple slices, cola, and later a light salad. Symptoms included hypoglycemia and shakiness. Outcomes included temporary impact to health without need for medical intervention, hospitalization, or outside assistance, and glucose later stabilized after insulin delivery was resumed. Investigation included review of pump reports and real-time glucose data with user interview and troubleshooting education. Investigation of this case revealed that missed meal announcements led to excess insulin delivery by the automated system and subsequent hypoglycemia, consistent with use-related error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement, remediated through education and resumption of appropriate pump use.